Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible over delivery, emergency medical service dispatched, visit to emergency room and was hospitalized for low blood glucoses found on (B)(6) 2021. Also, on (B)(4), svn#: (B)(6) - customer returned insulin pump for an alleged ems dispatched, visit to emergency room and was hospitalized for low blood glucoses found on (B)(6), 2021 and on (B)(4), svn#: (B)(6) customer returned pump for an alleged high blood glucoses and loss of communication between insulin pump and transmitter found on (B)(6), 2021. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Device was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history on the event date of oct 09, 2021, there was no bolus recorded dailytotalofbolusinsulindelivered: 0 (0 u) and no unexpected alarms/suspends noted. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Device passed all the required testing. Unable to verify customer alleged for high and low blood glucoses. Customer alleged for possible over delivery was not confirmed. Loss of communication between insulin pump and transmitter was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized and dispatch emergency room on (B)(6) 2021 due to hypoglycemia. The customer¿s blood glucose level was 26 mg/dl at time of incident at the current blood glucose level was 26 mg/dl. The customer was treated with food. The customer stated that the symptoms related to high blood glucose such as seizure. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer did allege insulin pump was over delivering as they blood glucose went down to 26 mg/dl blood glucose . The device will not be returned for analysis.